Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 and 4.1 was failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the half height main drawer 4.1 row b was not detected on the bus. A field service engineer (fse) removed the back panel and cleared mild debris from the device. The bus light was found flashing. All cubie pockets were removed using diagnostics, and connections on all row trays were reseated. The device was reassembled and rebooted. The controller board light stopped flashing, and the system successfully rebooted into the es application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 and 4.1 was failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.